Manufacturer narrative:
Inogen, inc has tested the device associated with this event. Inogen did not find any trouble with unit; awaiting medical records for further verification.

Event description:
Patient went to ER; stated output from poc of poor quality and damaging to lungs.